Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted roughly two week after initial implant due to an unspecified reason. The device was replaced. No additional adverse patient effects were reported.